Event description:
Country of complaint: (B)(6). Triangle needle 19mm (packing) and round needle 16mm (actually) the same.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 36 closed units. Analysis and results: there are no previous complaints of this code batch. A total of (B)(4) units of this code batch were manufactured and distributed. There are no units in stock. All samples received (36 closed units) were checked and have the correct needle attached. The needle dimensions of all samples comply with the specifications of the product. All needles correspond to ds19 needles. Additionally, the thread diameter was checked and it corresponds to a usp 4/0. The thread diameter is 0.185 mm in average and fulfills OEM requirements for this size and thread. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Eval on-going at manufacturing site.